Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the other day they started getting a feeling like their stimulation was turned up too high and feeling like it was electrocuting them. Today it started doing it again so they tried to use the remote to turn it down but encountered por (power on reset) message. Patient services reviewed possible eos and mentioned they saw a low battery message on the programmer but had assumed it was referring to programmer batteries. The patient verified that the battery was dead. The patient was redirected to their healthcare provider to further address the issue. Patient had moved since getting their procedure and is considering changing to a closer physician. If not, they plan to follow up with their previous managing doctor in november.